Manufacturer narrative:
Through follow up communication livanova deutschland learned, that the hospital re-used single-use heating blankets until 18th of march 2019. As of this day the hospital has changed the approach and use the single use heating blankets as single use only.

Event description:
See initial report.

Manufacturer narrative:
Further patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland identified two newspaper articles that are refering to the same event, in which it is stated that a (B)(6) woman, who died on (B)(6) 2019 at the (B)(6) hospital, was operated on in the summer of 2018 at the (B)(6). Allegation was made towards an infection with mycobacterium chimaera, while no name of the concomitant machine or the company´s name was mentioned. No further information was provided.